Event description:
The pt was experiencing withdrawal symptoms. The pt was treated with supplemental oral baclofen and IV valium. The pump was explanted after an implant duration of 30 months due to "pump failure" and replaced. The pt was discharged in good condition on the third post op day.

Manufacturer narrative:
H6: device analysis results not available at the time of this report.